Event description:
Customer reports sinus infections. Md seen and prescribed antibiotics. The md also recommended discontinued use of the soclean device.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Soclean believes this complaint is related to the philips recall of the dreamstation 1, not the soclean device. Soclean is processing this complaint in accordance with its complaint handling and quality system processes. The root cause of the sinus infections is unclear to both the customer and the md. It is important to note that the customer did receive surgery for a preexisting condition - deviated septum. In addition to the customer's deviated septum he also did not follow the IFU and handwashed his device with bleach. Reporting for due diligence.